Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that inappropriate therapy due to noise was observed. Insulation damage was suspected. During explant, the patient's blood pressure dropped and the procedure was stopped. A thoracotomy was performed to repair a tear of the subclavian vein. The patient lost a large amount of blood and expired after rescue efforts failed.